Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach was further described as due to touch contamination. On the same day as onset, the patient was hospitalized for the event and began treatment with injection amikacin, 150 mg, intraperitoneally, ¿tds¿ (three times per day). Four days later, the peritonitis was resolved, the patient was recovered from the event and was discharged from the hospital. Three days later, the patient's antibiotic therapy was discontinued. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.